Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced out of range alerts on the pump, indicating that a loss of connection between the transmitter and pump occurred. No additional patient or event information was available.